Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The infusion set was in use for 3 days. The blood glucose level was 269 mg/dl and the patient was treated with mannual injection. No further information available.